Manufacturer narrative:
(B)(4). One sample was returned for evaluation. The batch review found no indication of related nonconformance during the manufacture of this product. The visual inspection identified scratch mark and tear along the right edge of the eva bag. Functional testing confirmed the reported condition. Investigation identified this defect as use caused due to rough handling of the filled bag. The scratch marks and tear indicate the filled bag was caught on a sharp object, resulting in the leak.

Event description:
It was reported that a tpn therapy bag was found to be leaking along the left seam. The leak was discovered during post compounding inspection. This report documents no patient involvement or adverse events. No additional information is available.